Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: asae/ major bleed: the cause of the access site adverse event was use related as restless patient listed as the contributing factor. Clinical rationale: impella cp was placed in a 59-year-old male presenting with cardiogenic shock for hemodynamic support. During support, bleeding was observed at the impella cp femoral access site around the sheath. Manual pressure was applied, and the patient received two units of blood. A contributing factor was the patient's restlessness during support. The reported access site bleed is a known risk per our instructions for use (IFU) because of our anticoagulation and purge requirements, also, the patient's critical condition and movement could likely be contributing factors.

Manufacturer narrative:
The impella device is not available for returned from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
An impella cp was placed in a 59-year-old male presenting with cardiogenic shock for hemodynamic support. During support, bleeding was observed at the impella cp femoral access site around the sheath. Manual pressure was applied, and the patient received two units of blood. Contributing factors included patient restlessness during support. There was no evidence of impella cp malfunction, damage, or improper use, and the device was determined to be functioning as intended. The bleeding is consistent with access-site bleeding in the setting of critical illness and patient movement and may not be attributed to the impella cp device.